Event description:
It was reported that when the device was used during a laparoscopic appendectomy, the device would not fire. Another device was used to complete the case. There was no consequence to the patient.